Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's left eye, in a secondary procedure due to residual astigmatism. The patient has recovered. Preoperatively the patient's biometric reading was +1.03 at 28 axis. The target refraction was -0.5 at 28 axis. The post operative results was 1.25 at 57 axis.

Manufacturer narrative:
Lens was returned on a non-authorized return goods authorization number and was inadvertently disposed at abbott medical optics and was therefore not able to be evaluated. The manufacturing record review was performed. There were no process and / or material changes within the production order number. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. There were no associated nonconformity materials reports or non conformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) residual astigmatism, explant of lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.